Event description:
It was reported that the customer's reservoirs were leaking. Her blood glucose was over 200 mg/dl. The customer stated the o rings of the reservoir were crooked. No fluid was found in the battery compartment, reservoir compartment, or under the lcd screen. The customer had discarded the reservoirs. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.